Event description:
It was reported that the device was used during an ovarian resection, the jaw broke. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.